Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hiv duo results from the cobas e 801 analytical unit. Patient a: on (B)(6) 2026, the initial hiv duo result was 4.46 coi (reactive). On retesting, the results were 4.49 coi (reactive) and 4.51 coi (reactive). From a second sample from the patient, the results were 4.93 coi (reactive), 4.89 coi (reactive), and 4.99 coi (reactive). On (B)(6) 2026, the samples were tested on another platform (abbott), and the results were non-reactive. The customer believed the result from abbott to be correct. Patient b: on (B)(6) 2025, the initial hiv duo result was 1.34 coi (reactive). On retesting, the results were 1.32 coi (reactive) and 1.35 coi (reactive). From a second sample from the patient, the results were 1.27 coi (reactive), 1.28 coi (reactive), and 1.29 coi (reactive). On (B)(6) 2025, the second sample was tested on another platform (abbott), and the result was non-reactive.

Manufacturer narrative:
Patient b was initially tested on (B)(6) 2025, not (B)(6) 2025 as previously reported. Medwatch field b3 date of event was updated. The investigaiton was unable to determine a specific root cause. Per product labeling for the assay: all initially reactive samples (results = 1.0 coi) should be re-determined in duplicate with the elecsys hiv duo assay. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include western blot and hiv rna tests. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The elecsys hiv duo assay performed within specification. There was no evidence of a product problem.